Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they tried getting the machine into service mode but could not due to the unresponsive touch screen. They requested to purchase a new uim (user interface module) for the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit during setup by respiratory therapist it was noted uim/user's interface module touch screen was unresponsive. The reporter confirmed that there is no patient involvement associated on this event.